Manufacturer narrative:
Device evaluated by MFR. The watchman fxd curve access system was returned for analysis. The device was visually and microscopically examined. Visual inspection of the device found kinks in the sheath 5cm and 5.5cm distal of the strain relief. Microscopic inspection under the microscope revealed no damage or defect. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Product analysis could not confirm the reported events as clinical circumstances could not be replicated.

Event description:
It was reported that air was observed in the device. A left atrial appendage (laa) closure procedure was being performed. The physician flushed the watchman fxd curve access system (was). After insertion in the patient, the dilator was retrieved, and the physician aspirated the was sheath with a 60cc syringe to back bleed the device. It was noticed that there were some air bubbles present in the sheath. No air entered the patient's vasculature and there were no patient complications. The procedure was completed and there were no complications or consequences that occurred as a result of this event.

Event description:
It was reported that air was observed in the device. A left atrial appendage (laa) closure procedure was being performed. The physician flushed the watchman fxd curve access system (was). After insertion in the patient, the dilator was retrieved, and the physician aspirated the was sheath with a 60cc syringe to back bleed the device. It was noticed that there were some air bubbles present in the sheath. No air entered the patient's vasculature and there were no patient complications. The procedure was completed and there were no complications or consequences that occurred as a result of this event.